Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the right ventricular lead exhibited noise leading to noise reversion. The patient was in stable condition and continues to be monitored.